Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) had felt palpitations and then received a shock. It was noted that shock was due to ventricular fibrillation (vf). An oral medication adjustment was made. After a month, the patient had increased anxiety and loss of sleep due to recent shock therapy from the device. Medication adjustment was made and the issue was resolved without residual effects. Additional information obtained indicates that the device was checked and confirmed the shock delivered. It was also noted the anxiety was attributed to the device however, a pre-existing mental health condition that may have been exacerbated by the event was not verified. The crt-d remains in service. No additional adverse patient effects were reported.